Manufacturer narrative:
(B)(4)

Event description:
It was reported that following device reprogramming during routine follow-up, the patient reported feeling lethargic. The patient returned to the clinic where device interrogation was attempted, but unsuccessful. The pacemaker was pacing at a high rate but did not induce an increased heart rate in the patient. The device was successfully explanted and replaced on 12/24/2015.